Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that after a significant weight loss by the patient, the device fell lower in the chest pocket. Both the right atrial and the right ventricular leads pulled back out of position. This created high thresholds on both leads. The physician decided to explant and replace both the leads and the device. No further patient complications have been reported as a result of this event.